Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was receiving many no delivery alarms on the insulin pump. The customer declined troubleshooting at the time of the call. The customer confirmed that the issue did not result in a serious injury or hospitalization. The customer stated that she would change the infusion set upon arriving at time. The customer's blood glucose was unknown. Nothing further reported.